Event description:
It was reported that during surgery the zimmer air dermatome ii would not shut off. Additional clinical follow up with the customer indicated that the reported issue occurred during surgery, prior to a taking a graft harvest. It was reported that the device was being tested before using it on the patient when the issue was observed. The device was not used for a procedure. There was no injury to the patient or user and an alternate device was used to complete the procedure.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.